Event description:
The customer reported that the 5c normal control which was run on the coulter hmx hematology analyzer with autoloader failed to meet mode to mode specifications. The customer reported that there was a 0.7 difference in the white blood cell (wbc) parameter, and a difference of 30 in the hemoglobin (hgb) parameter between modes when running the 5c normal control in both the primary and secondary mode. Blood is aspirated through the blood sampling valve (bsv), either directly through the aspirator tip in the secondary (manual) mode or indirectly through the piercing needle and front blood/bubble detector in the primary (auto) mode. No erroneous patient results were generated and there was no change or affect to patient treatment in connection with this event.

Manufacturer narrative:
A beckman coulter field service engineer (fse) was dispatched to the customer's site. The fse evaluated the instrument and confirmed that the blood sampling valve (bsv) was faulty. The fse replaced the bsv and the left bracket to resolve the issue and verified the repairs as per established procedures. Failure mode of the event is attributed to a faulty bsv. (B)(4).